Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that an eva bag was leaking near the injection port tube. This issue was observed after compounding. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying water from a location on the front face of the bag above the manual add port. Magnified inspection of the leak location identified a slighly curved puncture, with mostly smooth edges, that indicated it was likely caused by a cannula. The manual add port had been used evident by a cannula injection point found on the membrane. Based on evaluation findings, the condition was determined to have occurred when the cannula inadvertently punctured the filled bag, while using the manual add port. Should additional relevant information become available, a follow-up report will be submitted.